Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room complaining of chest pain. Review of previous remote transmissions revealed that first the r-wave sensing had decreased without undersensing, then a transmission from a few days later revealed some r-wave undersensing and loss of right ventricular capture as well. Chest x-ray and interrogation of the implantable cardioverter defibrillator revealed that the right ventricular lead had perforated the heart. The perforation left the lead in an anatomical position that did not allow for sensing or capture. The lead was explanted and replaced. Once the lead was removed, it was noted that the helix was bent, and it is unknown whether that occurred due to the perforation or during the explant procedure. The patient was in stable condition throughout.